Event description:
Further data received was reviewed and revealed that any time the programmer pulled the output current amplitude on 03/19/2019, it returned 1.25 ma, indicating that the device was delivering the expected output current and the low output current was false. Therefore it appears that there was no indication of a low output current message seen and no conclusion for the low output message seen can be drawn. No additional information relevant has been received to date.

Event description:
It was reported that a patient was being interrogated and system diagnostics showed that the patient had low output current. When the patient ran system diagnostics again output current was normal. No additional information has been received to date.